Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan (lfs) alleging that the display of her onetouch ultramini meter had segments missing. The complaint was classified based on the customer care advocate (cca) documentation. The patient alleged that the problem with her meter¿s display started at 7:00am on (B)(6) 2015. The patient manages her diabetes with insulin (no adjustments). She reported that as a result of the missing segments in the meter¿s display, also around 7:00am on (B)(6) 2015, she increased her dose on lantus insulin to 80 units. She alleged that around (B)(6) 2015, after the problem with the meter¿s display started, she experienced symptoms of ¿headaches, dizzy [and] blurry vision¿. No treatment or medical intervention was specified. During troubleshooting, the cca noted that the meter was not being used for the first time, and, based on the information provided there was no misuse of the product. The issue remained unresolved. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs/symptoms suggestive of an acute diabetes excursion after the alleged issue with the meter¿s display began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.